Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture caused by dislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received by the manufacturer.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture caused by dislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.